Event description:
Caller reported a malfunction alarm on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the issue did not recur. Customer was advised to contact support again if the malfunction code reappears and understood the guidance provided.